Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the incident. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code reappears, which the caller acknowledged.